Event description:
Evidence of dark brown material in tubing suggesting mixture of helium and blood. Spontaneous leak took place after four days on iabp. Intra-aortic balloon removed immediately after aspiration of all air/helium from lumen. Pt maintained without balloon. Condition both before and after event - critical.